Event description:
It was reported that the patient felt weakness when walking so the patient went to the hospital for check. Interrogation of device showed the device had reached elective replacement indicator (eri). The physician stated the device had reached battery prematurely. It was also noted there was power on reset (por). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.